Event description:
It was reported to philips that the battery (B)(4) failed to charge on the cadex charger. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the battery (18354-0031) failed to charge on the cadex charger. There was no reported patient or user involvement and no adverse patient/user impact. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating the battery was completely depleted or faulty. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed a red x in the rfu indicator and the device subsequently failed to power up. During functional testing, the unit displayed ¿external power interrupted¿ and ¿shutting down now¿ messages accompanied by an error tone. The battery was then inserted in a cadex charger, but the charger was unable to recognize the battery and an error code was prompted (¿fail 160- bad fuse or driver¿). Troubleshooting was conducted and it was found that the fuse, f1, was open. Upon conclusion of the analysis, it was verified that the battery was defective and would not charge in either the mrx or the cadex charger.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect component returned and evaluated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.